Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach infusion set, with blood glucose measured at 349 mg/dl, and troubleshooting suggested the pump attempted to deliver insulin but the user was not receiving it. Symptoms included elevated blood glucose. Outcomes included user education and corrective action. Investigation included guided troubleshooting and assessment of infusion delivery. Investigation of this case revealed an unclear cause of insulin non-delivery despite commanded dosing, and replacement of the infusion set resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.